Event description:
The customer reported that the patient had a vasoseal placement after a carotid study 10/2/98. Patient was readmitted 10/4 for unrelated reason. Reddened groin and pus drained from the site. Patient had 3 prior procedures (cat 9/25, stent 9/29 and carotids 10/2) all in the same groin. Patient had peripheral vascular disease, run off approximately one month earlier, maybe same groin. Patient obese/diabetic. Culture taken, staph aureus. Surgeon reported made a small incision and purulent material was removed. Groin infection with surgical incision and drainage. Patient stable.